Event description:
It was reported that pt was implanted with ceramic head, ceramic liner, and cup. Post op x-ray showed ceramic liner was not seated. As a result the pt became symptomatic with pain from dislocation. An acetabular revision was scheduled to exchange the liner. During procedure surgeon was instructed on the risks of re-implanting a ceramic head on a previously used taper. Considering the pt's young age the doctors felt it prudent to re-implant a new ceramic head and liner, regardless of nonconsistent burst strength data.